Event description:
It was reported by cardiology office that a patient was having bradycardia and they wanted to have her device turned off because they were worried the vns could be involved. They had no direct link between the vns and bradycardia at the time of the report but wanted to try everything to preclude the patient from needing to getting a pacemaker. No further relevant information has been received to date.